Manufacturer narrative:
Device passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime alarm noted. All operating currents are within specification. Device received with loose/protruded drive support disk, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked case.

Event description:
Customer reported via phone call that the device alarmed multiple compromised force sensor system alarms. Customer's blood glucose was unknown. Customer was unable to exit the preparing to prime loop. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.